Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (65 mg/dl). Customer stated they need to changed their basal settings. Reportedly, customer required her husbands assistance treating her low blood glucose level. Customer stated that their husband assisted with giving her juice and making sure she drank it all. Customer stated they will contact their health care professional on adjusting pump basal settings.